Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds with no capture. A chest x-ray revealed that the lead had dislodged. The lead was revised and re-implanted remaining in use. No patient complications have been reported as a result of this event.